Manufacturer narrative:
Patient information was not made available from the site. On 10/27/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the site was transferring an image to their navigation system from their imaging system and it would not transfer. The site brought in a second navigation system in and they were able to accomplish the transfer successfully. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.